Manufacturer narrative:
Unit was received with partial white display due to severe corrosion on all electronic assemblies. Unable to perform displacement test and self-test due to display anomalies. Unit was received with corrosion on force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stopped working after being exposed to water. The blood glucose level of the customer was 6.2 mmol/l. It was reported that there was fluid in the battery compartment and behind the display. The insulin pump will be returned for the analysis.